Event description:
On (B)(6) 2008, the pt was implanted with a scs system. On (B)(6) 2010, the pt requested a new charger because the current one is no longer communicating with the ipg. The ipg battery is low despite charging for most of the day. On (B)(6) 2010, the sales rep reported that the pt's ipg had been explanted and replaced. It is unk when the device was explanted.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medial history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.